Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/20/2012-device evaluation: the pump has been returned and evaluated by product analysis on 02/21/2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the contrast and up arrow keypad buttons are intermittently responsive. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a faded display screen, which have no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The user guide also instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
The reporter stated that the keypad buttons had a delayed response. There was reportedly no damage to the pump or water exposure. The patient reportedly wore the pump attached to belt and did not clean the pump.